Manufacturer narrative:
The main line tubing was disconnected from the main line stop-cock. It is unknown how or when the disconnection occurred. Adhesive was observed on the inner and outer surface of the connector and tubing. There was proteinaceous debris observed in the device. A review of the manufacturing records was not possible as the lot number was not provided. (B)(4).

Manufacturer narrative:
The main line tubing was disconnected from the main line stop-cock. It is unknown how or when the disconnection occurred. Adhesive was observed on the inner and outer surface of the connector and tubing. There was proteinaceous debris observed in the device. A review of the manufacturing records was not possible as the lot number was not provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that at the distal stopcock, the proximal tubing was sliding in and out of the connection to the stopcock. According to the report, there was no injury to the patient. The report stated that the patient continued to have evds in place.

Manufacturer narrative:
The main line tubing was disconnected from the main line stop-cock. It is unknown how or when the disconnection occurred. Adhesive was observed on the inner and outer surface of the connector and tubing. There was proteinaceous debris observed in the device. A review of the manufacturing records was not possible as the lot number was not provided. (B)(4)